Manufacturer narrative:
During a stent assisted aneurysm embolization when the enterprise vrd (enc452212/10115525) was positioned across the neck of the internal carotid artery (ica) aneurysm it could not be deployed from the prowler select plus (606s255x/15604414) microcatheter. Another enterprise stent (enc451412/10119773) was deployed; however, it was reported that because of the delivery problem there was thrombosis. The patient was in a coma due to a stroke from the thrombus and died the following day. The thrombus formation occurred when the physician withdrew the micro-catheter and the stent, prior to the placement of the second stent. A prowler 14 (catalog/lot unknown) microcatheter was also in the vasculature when the thrombus occurred. Thrombolysis medication treatment was used to treat the thrombosis. There was no vessel trauma/dissection due to the reported difficulty with the devices that may have contributed to the thrombus formation. There was no thrombus after the procedure. The (B)(6) female was admitted with a diagnosis of dizziness with no history of hypercoagulation. The pre-procedure antiplatelet therapy is unknown. The target site was an unruptured aneurysm at the c4 segment of the ica; the proximal and distal parent vessel diameter in the area that the stent was placed was approximately 4mm. An adequate continuous flush was maintained through all of the catheters. The prowler select plus microcatheter could not be withdrawn when attempting to deploy the enterprise vrd. The microcatheter could not be moved with an attempt to push it forward. The prowler select plus microcatheter and enterprise vrd system were removed as a unit. The first enterprise stent was able to be removed from the microcatheter, outside of the patient. The physician used great force to expose the stent out of the micro-catheter outside patient body. It was reported that there were no damages to the devices before use or after removed from the patient. Intraprocedural anticoagulation of heparin was given prior to attempted placement of the enterprise. The act post anticoagulation prior to the thrombus formation, ptt, and inr were normal. It was reported that the thrombolytics given was aspirin. The prowler select plus microcatheter that was unable to be withdrawn to deploy the first enterprise vrd, which as reported resulted in thrombosis, is not available for analysis. Without the return of the device no conclusion can be made regarding the reported deployment difficulty. Thrombosis and stroke are known potential adverse events associated with endovascular procedures. It is possible that procedural factors/vessel characteristics may have contributed to the deployment difficulties and these factors along with patient and pharmacological factors may have contributed to the reported thrombosis. A review of the manufacturing documentation associated with lot 15604414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported events. Therefore, no corrective actions will be taken at this time. This is one of four products involved with this adverse event, which is associated with mfg report 1058196-2013-00011, 1058196-2013-00012, 1058196-2013-00013, and 1058196-2013-00031. The catalog and lot number are 606s255x/15604414.

Manufacturer narrative:
This is one of four products involved with this adverse event, which is associated with mfg report 1058196-2013-00011, 1058196-2013-00012, 1058196-2013-00013, and 1058196-2013-00031.

Event description:
The patient had a wide-neck aneurysm. When the physician withdrew the prowler plus microcatheter to deploy the stent, the microcatheter could not be moved. Then he pushed the microcatheter forward and it still could not be moved. The physician withdrew the microcatheter and the stent together and changed to another similar stent and another prowler plus microcatheter to complete the procedure. An adequate continuous flush was maintained through both microcatheters. There were no damages noted on both microcatheters and the first stent prior to and after use. The first stent was able to be removed from the microcatheter, outside of the patient. The physician used great force to expose the stent out of the micro-catheter outside patient body. Due to the problem that occurred, the patient suffered thrombosis and was in a coma. Thrombolysis medication treatment was used to treat the thrombosis. The patient is deceased.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2013-00011 and 1058196-2013-00012. The catalog and lot number for the device was not provided, therefore, the device noted represents an unknown prowler select lp es with catalog number 606s155xxx. Concomitant medical products and therapy dates: unknown prowler plus microcatheter; enterprise stent enc452212/10115525; unknown enterprise stent.